Event description:
During an infusion of lipids in the nicu, the IV tubing was found cracked at the top of the connection site (believe that the customer is referring to the female luer lock). No report of leaking. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The customer's experience of cracked female luer was confirmed. Visual inspection revealed the female luer had a 0.4620 inch vertical hair line crack. Microscopic inspection of the female luer showed no stress marks. No other anomalies were observed with the returned set. Functional testing was performed and a leak was observed at less than 5psi. The root cause of the crack was not identified. Conclusions: field left blank - no available code for undetermined or unknown cause.